Event description:
Related manufacturer reference number: 2017865-2021-38977. It was reported that the right atrial lead exhibited noise and the right ventricular lead exhibited loss of capture. Further information was requested however, was not provided.